Manufacturer narrative:
The treatment tip and data card were sent by customer for evaluation. No evaluation could be performed as the tip and the data card were lost in transit back to solta service depot for investigation. The complaint of damage to treatment tip could not be confirmed. Based on the available information, no causal factors can be determined, and no conclusions can be drawn. According to the thermage cpt system technical user¿s manual (p009240-06 rev. A) burns, blisters, scabbing, are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. The complaint type is identified within the risk analysis and is performing within the anticipated rate.

Manufacturer narrative:
Correction: removed code 4540 (burning sensation) from health effect clinical code 1 the datalogs were returned and the evaluation of the data reveals that the handpiece and system performed as expected. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should the system be outside of acceptable limits. The error indicates a recoverable problem that requires operator intervention. If the error occurs during a radiofrequency treatment, the radiofrequency delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Based on the evaluation of the data, the handpiece and system performed as expected. The tip was returned and evaluated. The tip passed the flow test and failed leak test. The tip also failed visual inspection for burnt trace on tip surface, as dielectric breakdown was observed. The tip passed the thermistor test. Functional testing was not performed due to the burnt trace on the tip surface. During evaluation of the treatment tip, service found damage along the radiofrequency trace. Investigation found that the flame/spark from the tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with breakdown or damage to the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Radiofrequency trace damage can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Based on the available information, breakdown of the tip membrane most likely contributed to this event. There is an existing CAPA for this type of complaint.

Manufacturer narrative:
Additional information and product return has been requested. The investigation is ongoing.

Event description:
A user facility in (B)(6) reported that a patient experienced a burn above the eyebrow and a spark was seen by the provider during a face procedure. The patient reported feeling hot in the treatment area. The provider smelled burned hair and stopped the procedure. The exact location of the burn is above the right eyebrow on the face. The patient was not administered any pain medication or placed under anesthesia. The incident occurred within 5-6 reps and the highest energy level used was 3.0-3.5. Solta medical croygen and coupling fluid was used during treatment and the treatment tip surface was inspected prior to use and found free from any defect. The tip was tested on the manager's abdomen and resulted in a pinpoint burn. The tip had multiple black spots, was changed and the procedure was completed successfully.